Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump exhibited a no disposable, pump won't run alarm. Subsequently the pump was changed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that no disposable alarm was recorded in history. During investigation the reported issue was unable to be duplicated. It was noted that the downstream occlusion (dso) sensor or upstream occlusion (uso) sensor was defective. Service replaced the downstream sensor and upstream sensor as a preventive measure with re-calibration. Based on the evidence, the complaint was not confirmed, and no fault was found.